Event description:
It was reported through a clinical trial that a 27mm mitral valve, implanted five years, six months, showed calcification and stenosis with a mean gradient of 10 mmhg on echo. Patient had been admitted for an infection of the left knee and the echo was done during this admission. Patient was discharged after four days. Patient was readmitted six months later for cardiac failure. Study valve causality was reported as not related. The 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 3 months due to calcification and degeneration. A 29mm transcatheter valve was implanted. There was no evidence of any perivalvular leak as demonstrated by tee. The patient tolerated the procedure well and was taken to the cvr unit postoperatively in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported through a clinical trial that a 27mm mitral valve, implanted five years, six months, showed calcification and stenosis with a mean gradient of 10 mmhg on echo. Patient had been admitted for an infection of the left knee and the echo was done during this admission. Patient was discharged after four days. Patient was readmitted six months later for cardiac failure. Study valve causality was reported as not related. Patient is now scheduled for a valve-in-valve procedure.